Event description:
Intubated pt with intertech murphy cuffed ett-balloon was checked before intubatation. The balloon was intact. Ett had a leak right after intubation. Pulled out and reintubated with intertect wire. The same thing happened. Extubated and used another tube.